Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2015 with the following findings: a review of the pump¿s black box data showed a cs 064 call service alarm with occlusion during pump operations. The rewind, load, prime sequence was performed successfully and the pump was exercised for 24 hours with no call service alarms occurring. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.